Manufacturer narrative:
(B)(4). An expanded investigation through correction and removal (B)(4) 2010 was conducted to evaluate this issue. The root cause identified for this issue is installation of the incorrect fuse by either the customer or the field service representative. A product correction letter was sent to the customers along with the fuse label to be affixed to the back of the instrument instructing the customer to check if the fuse matches the voltage of operation and to install the correct fuse (provided in the accessory kit shipped with the analyzer) following replacement instructions provided in the letter. The customers are also instructed to order the correct fuse if it is not provided in the accessory kit.

Event description:
Per the letter of (B)(4) 2010, the customer is unable to confirm the power supply fuse type installed in the cell-dyn analyzer. Trouble shooting revealed that the customer has the 5 ampere/250v fuse. A 5 ampere, 110/120v slow blow fuse was sent to the customer to replace the one in use. No impact to patient results, patient management or user safety was reported.